Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
Follow-up # 1 (03/10/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2012 with the following findings the meter was tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a power issue with her one touch ultra2 meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter not powering on began on an unspecified day the "last week of (B)(6) 2011." She stated that she manages her diabetes with pills, diet and/or exercise and due to the alleged issue she denied making any changes to her usual diabetes management routine. It was noted that the patient could not remember details of the dates, and claimed "2 weeks" after the alleged issue started she developed "frequent urination." It was noted before the alleged symptom started "around (B)(6)2011", she was at her doctor's office where her blood glucose was tested. She reported that a glucose result of "375 mg/dl" was obtained on the doctor's meter which was then treated with an insulin shot. During the initial call with customer service, the agent noted that the patient was using the correct test strips, there was no information of misuse of the device and the batteries were not due for replacement. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue, reportedly developed a symptom suggestive of hyperglycemia and the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.